Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015-product analysis: the device was returned and evaluated by product analysis on 12/07/2015 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed no abnormal pump behavior, related issues, or evidence of the complaint. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries were accurately recorded in the pump¿s history. No keypad response issues were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump began delivering a bolus without user intervention. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.